Event description:
Customer reported that a patient sample, previous antibody history negative, was tested on the provue and resulted negative. Customer manually inspected the gel card and observed a possible weak reaction. Manual testing was performed and resulted a 1+ positve reaction with cell 1. Anti-c was identified.

Manufacturer narrative:
Ocd filed engineer arrived on site and performed the required repairs to return the instrument to expected operation.(B)(4)